Event description:
As reported by the user facility (translation of user facility info by (B)(6). Sweden): over infusion: the infusion has been ongoing for 3 hrs after it should have been ended. The child receives infusion vancomycin 5mg/ml; 2.4 ml twice a day. The infusion shall run for 1 hr. At 22.00 the infusion is set up and the maximum volume 2.4 ml is entered, which should be infused in 1 hr. A temp midwife is told that infusion will run for 1 hr and the infusion pump will alarm when the infusion is about to finish. After 50 mins the pump alarms for the first time and the temp midwife turns the alarm off and notifies. The pump alarms once again and the personnel checks the pump. They see that there is still volume to be infused and turns the alarm off in order to wait for the alarm indicating that the infusion is finished. The temp midwife is still on training and takes care of another child with CPAP and the care process regarding this child takes 1.5 hrs. Three hrs after the infusion should have ended it is still going. Please refer to MFR report # 9610825-2013-00103.